Manufacturer narrative:
E1: (B)(6). Patient country: argentina.

Event description:
Unomedical reference number (B)(4). Event occurred in argentina. It was reported that, the patient was hospitalized on (B)(6) 2024, 1:30 am in the morning for about 15 hours. The insulin pump was in use when the event occured. The patient experienced cannula bent event. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.